Event description:
The patient was receiving continuous veno-venous hemodiafiltration (cvvhdf) treatment when errors occurred with the prismaflex machine and interventions were unsuccessful. Early in the morning the screen showed "routine maintenance", but was still running fine. Later that day "failing self test" showed on the screen and the nurse hit retest. The device passed and continued running. She did this 2-3 more times. Then there was an alarm and a code #2. She tried to do the interventions without success and she placed a call to gambro.in the mean time, she changed machines and the patient's treatment continued without problems. The technician from gambro finally came and checked the device out and it ran fine. It could have been user error.